Manufacturer narrative:
Detailed product information was not provided to bsc by the non-bsc manufacturer who informed us of the event. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a pericardial effusion. The transseptal puncture for the procedure was performed using the faradrive sheath along with the veracross connect dilator and wire. The first transseptal attempt was unsuccessful so the veracross wire was exchanged. The second attempt at the transseptal crossing was successful using the new wire. A after the sheath had gained access to the left atrium a non-boston scientific mapping catheter was used to perform the pre-map for the procedure. Next, a farawave pfa catheter was used to perform the pulmonary vein pfa treatment portion of the procedure. Ablations were completed for the left superior pulmonary vein (lspv) before the physician worked on the left inferior pulmonary vein (lipv), and before the final ablation of the lipv the patient became hypotensive, and a pericardial effusion was observed through the intracardiac echocardiography (ice) visualization already in place for the procedure. A pericardiocentesis was performed and the patient was stabilized in the catheter lab; however, about an hour or two later they were taken to the operating room where the effusion was surgically closed. During surgery a perforation was identified on the left atrium's posterior wall near the right inferior pulmonary vein (ripv). The physician's suspected the faradrive sheath may have rupture the wall "when dipping into the ripv" but the cause was not definitively determined. The devices are not expected to be returned as the event was reported by a third party after the fact.